Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be defects component from supplier. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inlay optima tm stent set. Single use only. [Warnings] 1. Method for use: (1) when using the multi length type stent, it should be avoided in the foll owing cases. 1) if you measure the lengt h of patien t s ureter and confirm that excessive coil part would be appear, consider using other stent which has different shape of tip and length. Ureteral stent s with excessive coil parts ha ve risks of knot f ormat ion at the tip of renal pelvis side duri ng placemen t or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may le ad to damage of the renal pelvis and/or urete r. (2) uret eroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a lon g ter m in a patient who has undergone the int rapelvic su rgery or irradiation. Therefore, carefully monitor the condition of the patient and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appr opriate care. [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilized. 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre born baby from x ray.] [ sh ape, configuration and principles] bard inla y optima tm stent set comprises the following components. 1. Bard inlay optima tm ureteral stent the bard inlay optima tm ureteral stent is a double pigtail ureteral stent with monofilament suture loop attache d to aid in stent removal. The stent is avail able in two forms: a single size or a customized multi length size. There are two types of stent: those which have side holes and have without s ide h ole <material> polyurethane the length of ureteral stents of c. R. Bard, inc. Is illustrated as follows: 2. Pusher with radiopaque tip <material> polyethylene 3. Tigertailtm ureteral catheter <material> polyurethane 4. Piolax hydrophilic guidewire lz (endo access) [intended use & effect- efficacy] bard inlay optimatm stent set is indicated to relieve obstruction in a urinary tract and to be used for urethral catheterization from renal pelvis to urinary bladder. Each disposable kit contains several packaged medical devices that are necessary for stent placement in ureter. [Directions for use] 1. Method of use determine the proper stent length for the patient. This is generally calculated from the ureteral catheter adapt or bard inlay optimatm stent (multi-length type) bard inlay optimatm stent stent (double j type) side hole pigtail straightener scale (5 cm) length of stent (shaft) baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. (1) insertion of the guidewire 1) 1) remove the guidewire from the remove the guidewire from the packagingpackaging,, together with the guidewire holder. Together with the guidewire holder. 2) 2) prior to removing the guidewire from the prior to removing the guidewire from the guidewire holderguidewire holder, inject sterile water, inject sterile water through the port to activate through the port to activate the hhydrophilic ydrophilic coatingcoating. 3) remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. 4) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy. (2) nephroureterography 1) place the tigertailtigertailtmtm ureteral catheterureteral catheter over the guidewire and insert it into the ureter. Note: in this case, it is also possible insert the ureteral catheter without using a guidewire, at the discretion of a physician. 2) removing the guidewire. 3) the ureteral catheter adapter is secured to the terminal end of the ureteral catheter, and performing the urine drainage or retrograde pyelography using with syringe. 4) intrntroduce the goduce the guidewireuidewire again for stent placement and ragain for stent placement and remove the ureteral catheter from the cystoscope. (3) stent placement 1) in order to improve sliding, immerse the stent in a normal saline solution. 2) confirm the guidewire position where it coils inside the renal pelvis. 3) move the pigtail straightener over the proximal end (kidney coil end without the without the suture) suture) of the ureteral stent, allowing easier insertion onto the guidewire. 4) remove the pigtail straightener once the stent is secure on the guidewire and pass the stent over the guidewire through the cystoscope by using the pusher with radiopaque tipradiopaque tip for proper placement. 5) keep watching the distal end (bladder coil end with the suture) of the stent or radiopaque, proximal end of the pusher while advdvancancinging toto pproper position of roper position of the stentstent. Holdhold the guidewire the guidewire toto keep it from moving.keep it from moving. 6) 6) stop advancing when the stents distal end stop advancing when the stents distal end is identifiedis identified. If the if the proximal endproximal end is is inserted too much, pull the suture to modifyinserted too much, pull the suture to modify the stent properly. 7) confirm 7) confirm proximal end proximal end of the pushof the pusherer and and stentstents distal end marker s distal end marker (bladder end), (bladder end), reaches the ureterovesical junction (uvj)reaches the ureterovesical junction (uvj) by fluoroscopy. By fluoroscopy. 8) holding the stent in position with the pusher, cut the suture and pull it out. 9) withdraw the guidewire. The stent will form a pigtail automatically 10) carefully remove the pusher. 11) confirm position of the stent by fluoroscopyfluoroscopy. < <multimulti--length ureteral stentlength ureteral stent>> to accurately size this stent to accurately size this stent, count the marker bands as it is being advanced into count the marker bands as it is being advanced into the uureter. Reter. The first (wide) marker band on the first (wide) marker band on this device his device indicates 22 cm, followed by two indicates 22 cm, followed by two narrow bands at 24 cm and 26 cm. The last (wide) one indicates 28 cm. Narrow bands at 24 cm and 26 cm. The last (wide) one indicates 28 cm. If you need to if you need to place the 30 cm or 32 cm lengths, use the attached suture or endoscopic forceps toplace the 30 cm or 32 cm lengths, use the attached suture or endoscopic forceps to gentgently pull back on the stent, unwinding thely pull back on the stent, unwinding the coil from coil from the kidney. The kidney. 2 2.. Precautions for useprecautions for use <ureteral catheter> <ureteral catheter> (1) (1) when using the tigerwhen using the tiger ttailailtmtm ureteral cureteral catheteratheter, especially, especially without the stabilizing without the stabilizing support of a guidewire, be aware that a malfunction may ocsupport of a guidewire, be aware that a malfunction may occur wcur where the flexible tip here the flexible tip may detach if excemay detach if excessive forcessive force is made in contact with the walls of the bladder, ureter is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, or renal pelvis. Should the flexible tip portion of the catheter become detached, retrieve with an endourology grasping device. Retrieve with an endourology grasping device. (2) (2) do not witdo not withdrawhdraw the ureteral catheter while it is deflethe ureteral catheter while it is deflected in endcted in endoscope. Oscope. (3 (3)) avoid sharp bendingavoid sharp bending of the ureteral catheter of the ureteral catheter. (4 (4)) when performing drainage of urine, retrograde visualizations etc. Though the ureteral when performing drainage of urine, retrograde visualizations etc. Though the ureteral catheter, attach the ureteral catheter adapter to thcatheter, attach the ureteral catheter adapter to the tipe tip of ureteral catheter. Of ureteral catheter. (5 (5)) do not overdo not over--tighten thetighten the catheter adapter. Overcatheter adapter. Over--tightening of the catheter adapter tightening of the catheter adapter may occlude the lumen of the catheter may occlude the lumen of the catheter. <stent> <stent> (1) (1) do not forcibly insert or remove the stent. It may injure patient or/and damage this do not forcibly insert or remove the stent. It may injure patient or/and damage this prodproduct.. (2 (2)) avoid improper handling of stent sucavoid improper handling of stent such as bendinh as bending, kinking, tearing, etc. Misuse could g, kinking, tearing, etc. Misuse could damage the overall integrity of the stent.damage the overall integrity of the stent. (3 (3)) avoid contact with sharp edges as this may cause damage to the stent. If grasping avoid contact with sharp edges as this may cause damage to the stent. If grasping device is used, the stent shoulddevice is used, the stent should be rbe removed from ureter first. Tearing of theemoved from ureter first. Tearing of the stent can stent can be caused by sharp instruments.be caused by sharp instruments. (4 (4)) determine the proper stent length for the patient. . Selection of too short a stent may selection of too short a stent may result in migration. Result in migration. (5 (5)) suture can be cut off prior to stent placement. Remove suture can be cut off prior to stent placement. Remove sute suture prior to placement for ure prior to placement for pediatric patpediatric patients. Remoients. Remove suture if indwelling time is expected to be longer than 14 ve suture if indwelling time is expected to be longer than 14 days.days. ( (66)) in the event of stent migration, cystoscopy or ureteroscopy should be used to return in the event of stent migration, cystoscopy or ureteroscopy should be used to return the stent to the original position or removthe stent to the original position or remove froe from the patient body.m the patient body. (7 (7)) any any signssigns of infof infection in tection in the location of the stent placement require removal of the he location of the stent placement require removal of the stent.stent. After checking the condition of the patient, a new stent should be placed. After checking the condition of the patient, a new stent should be placed. (8 (8)) care should be exercised when removing the stent to elimcare should be exercised when removing the stent to eliminateinate tearing or tearing or fragmentation. Fragmentation. <guidewire> <guidewire> (1) (1) do not do not forcibly insert or remove the guidewire. It may injure patient or/and damage forcibly insert or remove the guidewire. It may injure patient or/and damage the device. The device. (2 (2)) do not manipulate, advance and/or withdraw the guidewire through a metal cannula or needle; to do so may result in damage the guidewire. Avoid contact wavoid contact with devicesith devices with with sharp edges (sharp edges (such as such as metal metal dilatordilator).). (3 (3)) avoid using of the device when resistance is encountered (dueavoid using of the device when resistance is encountered (due to the size of a to the size of a catheter, stent and/or workingcatheter, stent and/or working--channel of endoscope) as this may cause weachannel of endoscope) as this may cause wear ther the guidewire coating.guidewire coating. (4 (4)) do not use orgando not use organic medical ic medical solutions or oily contrast medium on this devicesolutions or oily contrast medium on this device. These solutions may damage the device or decrease the lubricity of the device. Solutions may damage the device or decrease the lubricity of the device. (5 (5)) iinject the solution into the guidewire holder in order to wet the guidewire. The guidewire is treated with a hydrophilic coating. Do not insert a stent over the device with its surface insufficiently wet. Never use dry gauze. [Hydrophilic polymer coating never use dry gauze. [Hydrophilic polymer coating can be damaged, increasing resistance when trying to insert can be damaged, increasing resistance when trying to insert cathetercatheter, ste, stent or nt or endoscope.]endoscope.] ( (66)) if unusual resistaif unusual resistance is met nce is met during manipulation of the guidewire, do not force to during manipulation of the guidewire, do not force to remove it. Carefully withdraw the guidewire as a unit remove it. Carefully withdraw the guidewire as a unit. ( (77)) do not use a retrieval device while the guidewire is in place; to do so may cause do not use a retrieval device while the guidewire is in place; to do so may cause damagdamage to e to the guidewire. The guidewire. (8 (8)) dont rub the guidewidont rub the guidewire with there with the edge of the holder. This could flake the hydrophilic edge of the holder. This could flake the hydrophilic coating.. (9 (9)) avoid kinking, bending or twisting repeatedly the guidewire at acute bent site. It may avoid kinking, bending or twisting repeatedly the guidewire at acute bent site. It may lead to damage the guidewire. Lead to damage the guidewire. (10 (10)) never try tnever try to shao shape the guidewire. This could damage and pe the guidewire. This could damage and break the break the ccable coreable core of of the guidewire. The guidewire. (11 (11)) this product must be used under highthis product must be used under high--resolution xresolution x--ray fluoroscopy or endoscopy ray fluoroscopy or endoscopy and attention should be paid to guidewire movement in the urinary tract.and attention should be paid to guidewire movement in the urinary tract. (12 (12)) sufficientsufficient guidguidewire length must remain exposed to mainewire length must remain exposed to maintain a firmtain a firm grip on the grip on the guidewire at all times.guidewire at all times. [Precautions] [precautions] 1. 1. Important precautionsprecautions: (1) (1) the stent the stent is is not intended as a permanent indwelling device. It is recommended that not intended as a permanent indwelling device. It is recommended that the indwethe indwelling time not exceed 365 dlling time not exceed 365 days.ays. Periodic checks of the stent by cystosc periodic checks of the stent by cystoscopic and/oropic and/or radiographic procedures are radiographic procedures are recommended at intervals deemed to be appropriate by the physician in recommended at intervals deemed to be appropriate by the physician in cconsideration of the individual patients condition and other patient specific factorsonsideration of the individual patients condition and other patient specific factors. . [All stents m[all stents may beay be subject to varying degrees of encrustatsubject to varying degrees of encrustation when plion when placed in the aced in the urinary tract. Encrustation may result in occlusion of the stent or pain or discomfort urinary tract. Encrustation may result in occlusion of the stent or pain or discomfort for the patient.]for the patient.] 2 2. . Malfmalfunction and unction and aadverse dverse eeventsvents (1) (1) malfunctionmalfunction fragmentation, damagefragmentation, damage guidewguidewire kire kinkinginking difficulty in insertiondifficulty in insertion diffidifficulty in reculty in removalmoval occlusionocclusion migrationmigration encrustationencrustation difficulty in removal of the stent due to knotting of the coildifficulty in removal of the stent due to knotting of the coil 11)) ( (2) 2) adverse events adverse events edemaedema loss of renal functionloss of renal function extravasationextravasation. Pain/discomfortpain/discomfort. Perforation of kidney, perforation of kidney, renal pelvirenal pelvis, ureter and/or bladders, ureter and/or bladder hemorrhagehemorrhage. Peritonitisperitonitis. Hydronephrosishydronephrosis. Infectioninfection. Stone formationstone formation. Urethral erosionurethral erosion. Urethral refluxurethral reflux. Separated piece remaining in bodyseparated piece remaining in body. Urinary symptomsurinary symptoms. [Storag [storage mete method and expiration date] hod and expiration date] 1. Storage 1. Storage. St store in a drore in a dry, cool place away from heat, moisture, and direct sunlight.y, cool place away from heat, moisture, and direct sunlight... 2 2. . Expiration dateexpiration date. Indicated on the direct package and the outer box. Indicated on the direct package and the outer box. [ [main references and address for requests for referencesmain references and address for requests for references]] < < main remain referenferencesces > > 1 1) knotted ureteral stent: a minimally invasive technique for removal. Knotted ureteral stent: a minimally invasive technique for removal. Baldwin dd; etbaldwin dd; et al.al. J urol. 1998 jun;159j urol. 1998 jun;159((66)):2065:2065--6.6. 2 2) ) hepperlen, t.w., mardis, h.k. And kammandel, h.: "selfhepperlen, t.w., mardis, h.k. And kammandel, h.: "self--retained internal ureteralretained internal ureteral stents: a new approach", j. Urol, 11 stents: a new approach", j. Urol, 119:7319:731, 1978., 1978. 3 3) ) hepperlen, t.w., mardis, h.k. And kammandel, h.: "the pigtail ureteral stent in hepperlen, t.w., mardis, h.k. And kammandel, h.: "the pigtail ureteral stent in the cancer patient", j. Urol. 121:17, 1979. The cancer patient", j. Urol. 121:17, 1979. 4 4) ) mardis, h.k., hepperlen, t.w. And kammandel, h.: "double pigtail ureteral stent",mardis, h.k., hepperlen, t.w. And kammandel, h.: "double pigtail ureteral stent", urology, 14:23, 1979. Urology, 14:23, 1979. 5 5) ) mazemazer, m.r, m.j., et aj., et al. "Permanent percutaneous antegrade pigtail stent placementl. "Permanent percutaneous antegrade pigtail stent placement without transurethral assistance", urology, 14:413, 1979. Without transurethral assistance", urology, 14:413, 1979. < < address for requests for referencesaddress for requests for references >> medicon, inc. Medicon, inc. 01200120--036036--541(customer se541(customer servicervice)) [name an [name and addresd address of the ms of the maarketing authorization holder and manufacturer]rketing authorization holder and manufacturer] m maarketing authorization holder : medicon inc.rketing authorization holder : medicon inc. Address : address : telephone : telephone : 01200120--036036--541(customer ser541(customer service)vice) original manufacturer : c.r original manufacturer : c.r.bard, i.bard, inc. Nc. Country of the manufacturing country of the manufacturing establishment (factory) : u.s.a.establishment (factory) : u.s.a. Bard bard,, inlayinlay,, and inlayinlay optimaloptimal areare trademarktrademarkss and/ or and/ or registered trademarkregistered trademarkss of c. R. Of c. R. Bard, inc. Bard, inc. Endo access endo access isis a registered trademarkregistered trademark of medicon, inc.of medicon, inc. Copyright copyright c. R. Bard, inc. R. Bard, inc. All c. All rights reserved.rights reserved." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connector for the ureteral catheter in the optima set was stiff and stuck. Per follow up information received via ibc on 22jul2024, stated that there was no patient involvement.